Manufacturer narrative:
According to the customer, on (B)(6) 2024 the patient was "deteriorating medically" and "experienced hypoxia" due to the closed suction "continually suctioning as if the thumb valve was engaged". The customer reported the patient experienced "loss of tidal volume" and the vent was "adjusted", but there was "no change". The customer reported that the "thumb drive was not in the lock position". The customer reported when the closed suction was removed the "tidal volume returned to prescribed settings" and "the patient recovered". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the patient was "deteriorating medically" and "experienced hypoxia" due to the closed suction "continually suctioning as if the thumb valve was engaged".